Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns pt of unk age or origin. The pt's medical history and concomitant medications were not provided. The pt was taking an unspecified meidcation via a humapen ergo pen (lot number unk) for an unknown indication. The person operating the device was the pt. It is unknown if the operator of the device was trained. The device was reported to have cartridge tabs broken. The device was not returned to the co. The contents of the complaint narrative suggest that this device may have both engagement tabs broken. However, this cannot be confirmed without the device. In the event that the device is returned, it will be evaluated to determine if a reportable malfunction/near incident has occurred.